Manufacturer narrative:
Additional information has been requested, but no new information has been received. The device has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation. If the device is returned for analysis, or if additional information is received, a supplemental report will be submitted.

Event description:
Medtronic received information that 8 months post implant of this bioprosthetic valve, it was replaced. No failure mechanism other adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.